Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2013 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: (B)(6) 2013. Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 16097627, model/catalog description: artisan lead 50 cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients stimulation went up to patients rib area and was experiencing inadequate stimulation. It was also reported that the leads had migrated. The patient underwent explant wherein the leads were removed.